Event description:
The reporter stated the surgeon implanted an aa4203tl toric silicone single piece lens in 2009. The patient was complaining of double vision and it was found that the lens was extruding out of the bag. The lens was explanted approximately 2-3 months ago by a different doctor and a different type lens was implanted. The patient is doing well. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
Secondary surgery, (double vision) - (lens was extruding out of bag)-unlabeled. Evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions- (no conclusion can be drawn): based on the complaint history and the work order search, a specific root cause of the event could not be determined.